Event description:
It was reported that patient was recently referred to ent who diagnosed patient with left vocal cord paralysis. Patient had a prior battery replacement and states that the device has not been adjusted yet by the neurologist. Patient is reportedly scheduled for an appointment with neurologist. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
Outcomes attributed to adverse event (check all that apply): disability should be selected in the initial MDR. Ed should have been captured as 3/7/2023. In the initial MDR.

Event description:
Physician reported that the caused of vocal chord paralysis and dyspnea are unknown. Dyspnea turned to be mostly exertional. No other relevant information has been received to date.

Event description:
It was later reported that the patient underwent battery replacement due to battery depletion. The explanted device was noted to be discarded and not available for return. No other relevant information has been received to date.